Event description:
Patient presented to the physician with ipg movement in the pocket causing pain. Physician brought the patient into the or, re-sutured the ipg securely, and closed the incision. Physician will re-evaluate postoperatively.

Event description:
Patient presented back to the physician with a suspected device malfunction from a prior revision procedure. After further discussion with the patient, the patient elected system removal. Physician brought the patient into the or and removed the entire inspire system.